Manufacturer narrative:
Intuitive surgical, inc. (Isi) has requested that the vessel sealer extend (vse) instrument be returned for failure analysis testing. As of the date of this report, the product has not yet been received.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the vessel sealer extend (vse) instrument would no longer opens even though it had been used very little during surgery. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: a fragment did not fall inside of the patient¿s anatomy. There was no injury to the patient. The procedure was completed robotically. The issue with the instrument did not occur after a system fault. The jaws of the instrument were clamped closed after they had been working and could not be open when commanded by the user. The jaws were not stuck on tissue when the issue occurred. There was not any adverse effect to the grasped tissue. There was not any unexpected tissue removal. There was no bleeding. There are no photographic images of the device(s) or a video recording of the procedure available for isi review.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the 8mm vessel sealer extend (vse) instrument for failure analysis investigation. The instrument was analyzed and found to have a dislodged backend pulley at the proximal end housing. This causes rattling in the housing. The pulley is detached from its original position and loosely placed inside the housing. As a result, the grip cable became loose. The jaws do not open and close properly upon testing. Additional observation related to customer reported complaint: the instrument was found to have loose grip cables in the proximal end the cable is loosely placed around the clamping pulleys. This caused t jaws not to open and close properly. This is caused by the dislodged back-end pulley. The instrument exhibited imprecise motion during gripping and ungripping. The instrument was placed and driven on an in-house system the instrument passed the recognition and engagement tests. The grip tips moved within the joint limits and in the commanded direction, however a lag or delay in the motion that was observed. The instrument passed electrical continuity test. The jaws failed to open properly. The probable root cause is attributed to component susceptibility to damage through external collisions or during use. A loose grip cable can prevent the grips from fully closing, leading to the instrument failing self-test/homing (initialization) or causing low torque errors.